Event description:
(B)(4). Initial info for this spontaneous case was received from a physician via company rep on 14-apr-2008, and received by (B)(4) on 22-apr-2008: the physician asked whether there is "any way to reduce bruising with sculptra?" The physician indicated that she had tried "arnica, epinephrine and icing but there are still bruising problems." The number of pts experiencing bruising after receiving treatments with poly-l-lactic acid (sculptra) was not specified. No further medical info reported. Additional info for sculptra (lot number/ expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.